Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil was advanced without resistance through a microcatheter. As the coil was being positioned and manipulated inside the aneurysm under fluoroscopy, the coil unexpectedly detached without use of the controller. A few seconds later, the coil migrated outside the aneurysm with the force of the patient's blood flow. An attempt was made to retrieve the coil with a vascular snare device; however, it was unsuccessful. The following day, another attempt was made to retrieve the coil with an alligator retrieval device; however, when the coil was captured, it broke into two (2) parts. One part migrated to the humeral artery and was surgically removed.

Manufacturer narrative:
The implant was returned; however, the pusher system was not returned for analysis. The implant coil appears stretched and entangled with human tissue. Based on the available information and evaluation of the implant, the root cause for the reported complaint cannot be determined, as the pusher was not returned for evaluation.